Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was repositioned per physicians preference. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be repositioned with possible leads adjustments for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50 serial #: (B)(4) description: linear 3-4 lead,50cm model #: sc-2366-50 serial #: (B)(4) description: linear 3-6 lead,50cm.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be repositioned with possible leads adjustments for an unknown reason.